Manufacturer narrative:
The insulin pump passed the displacement test. The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm and test for motor error alarm due to prime alarm. The insulin pump was received with normal operating current. The insulin pump passed self -test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm, no delivery alarm and compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.